Event description:
Male pt at a skilled nursing home (not identified) found on floor with a head laceration and confusion. Was found to have sustained extensive intracranial hemorrhage during fall. As noted in voluntary report no. (B)(6) (attached): resident was found on floor with head laceration and confusion caused by a fall. Resident was found wearing medichoice ultimate off-loading heel boots.

Manufacturer narrative:
Note: "caution" section on second page of instruction sheet packaged in every ultimate off-loading heel boot - comment #2 "do not allow patient to walk or stand on the floor while wearing the boot".